Event description:
It was reported that the patient had coronary artery bypass graft. During the night, the patient's condition worsened. The following morning, the physician attempted a sheathed iab insertion. He was unable to pass the iab over the guidewire. The physician stated that the inner lumen was occluded. They removed the catheter and a competitor's iab was inserted over the existing guidewire. There were no reported patient complications.